Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator exchange procedure. It was noted during device interrogation after the device was in the patient and the pocket still open, that cross talk was observed on the implantable cardioverter defibrillator due to the patient's non abbott leads not designed for conventional device programming. The issue was resolved by making programming changes to reduce sensitivity. The implant was successful, the device remained implanted. The patient was doing well.